Event description:
Terumo medical corporation received the reported information. Fluid came out of the housing. It was noticed just before the patient came off bypass. When the problem occurred was unknown; however, there was no delay in beginning or continuing the procedure. The product was not changed out. The event did not cause or contribute to an injury, and the surgery was completed successfully. No blood loss was reported.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: chief of perfusion the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past complaint file. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. Visual inspection of the actual device upon receipt: from the provided video, it was found that red, transparent bubbles were coming out from the oxygenator gas outlet side. No anomaly such as breakage was found. Leak test of the actual device: the blood channel of the actual device (after rinsing) was filled with colored saline solution to circulate. No leakage was found. The blood outlet port side was blocked, and an air pressure of 2kgf/cm2 was applied to the blood channel from the blood inlet port side. Then, the inside of housing on the gas channel side was confirmed. No leakage was found. The manufacturing record and the incoming inspection record of the actual device found no anomaly. No other similar report of the product with the involved product code/lot number was found. Based on the investigation result, no anomaly was found in the manufacturing record, and no leakage was found in the actual device. From the provided video, it was likely that plasma leakage occurred in the actual device. As a cause of plasma leakage, from our past experience, following factor was inferred. However, it was not possible to clarify the cause of plasma leakage. The blood properties changed due to some factor, a substance having a surface-active action was produced, and the relationship between the surface tension of blood and gas maintained in the micropores of fiber surface was broken. This caused the fiber to become hydrophilic, leading to plasma leakage. The IFU (capiox fx25) has the following warning regarding leakage: "do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx25 oxygenator and reservoir.".